Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury from the defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors that may intermittently propagate on the main battery wire on the monitor c/a board. Real-time review PMA supplement s064 for a design change to address this issue was submitted to FDA on 07/06/2015. An "approvable" but on hold letter was received on 09/11/2015. Device manufacture date: monitor: 04/28/2014. Electrode belt: 09/14/2010. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the inappropriate treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, and software flag files. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of the patient's sinus rhythm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2015. The lifevest deployed gel at 05:41:04 and subsequently delivered an inappropriate treatment at approximately 05:41:44am. Multiple counting contributed to the false detection. The response buttons were used earlier in the detection sequence but not immediately prior to the treatment. The lifevest monitor reset following the treatment. The patient was reported to be conscious and using the restroom at the time of the event. The patient remained at home following the event and did not seek medical attention. The patient continued use of the lifevest.